Event description:
Product complication: stent migrated forward after deployment. Time of complication: during procedure:2005. Symptoms: none. It was reported that during the procedure the stent migrated forward after deployment in an unintended site. A second stent was deployed in the lesion without incident. No patient effect was reported. No additional information was available.